Event description:
It was reported that there was a lead replacement about 2 years prior to the date of this report.

Manufacturer narrative:
Product ID 355029, lot# n123547, implanted: 2008 (B)(6); product type accessory product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3487a-33, lot# j0209735v, implanted: 2002 (B)(6); product type lead. (B)(4).